Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and a moderately calcified superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, upon first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.